Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2015)') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery (oophrectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2015)') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of product technical complaint. New event added:oophorectomy. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and oophorectomy ('oophorectomy') in an adult female patient who had essure (batch no. 759025-inv) inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "placement of essure and thermachoice ablation". The patient's medical history included dysmenorrhea, adenomyosis, leiomyoma nos, menorrhagia, uterine fibroid and endometrial ablation. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy,bilateral salpingooopherectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and oophorectomy outcome was unknown. The reporter considered oophorectomy and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via mr/ pelvic pain the lot number reported (759025) is not valid. Most recent follow-up information incorporated above includes: on (B)(6)2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and oophorectomy ('oophorectomy') in an adult female patient who had essure (batch no. 759025) inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "placement of essure and thermachoice ablation". The patient's medical history included dysmenorrhea, adenomyosis, leiomyoma, menorrhagia, uterine fibroid and endometrial ablation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy,bilateral salpingooopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and oophorectomy outcome was unknown. The reporter considered oophorectomy and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via mr/ pelvic pain. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received. New reporter, date of birth, medical history lot number added. Event medical device removal was updated to pelvic pain. New event added:medical device monitoring error. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.